Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension sets with one-link needle-free lv connector was disconnected from an unknown access set (also reported as a needles connector) which leaked. This event occurred during patient set up. There was no patient involvement. No additional information is available.